Manufacturer narrative:
The device and the lens were returned separated. The plunger lock and lens stop have been removed. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger has been fully advanced outside of the tip. No damage observed. The nozzle was removed and cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. The lens was returned loose. Viscoelastic is observed on the lens. A crack is observed in one optic/haptic junction. All product and batch history records are quality reviewed prior to product release. Product history records were reviewed and the documentation indicated the product met release criteria. It is unknown if a qualified viscoelastic was used. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. The root cause for the reported event could not be determined. The device was returned with the plunger fully advanced. The lens was returned outside of the device. One optic/haptic junction was cracked. The plunger position in relation to the optic damage during advancement cannot be determined. This damage may indicate the plunger was located incorrectly or the plunger may have been retracted before the haptic was fully released and re-advanced. It is unknown if a qualified viscoelastic was used. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If the plunger is not fully advanced, or if the plunger is allowed to retract, the trailing haptic may not release properly from the device. Top coat dye stain testing was conducted with acceptable results. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the sample has not returned. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number traceable to the manufacturing documentation. The root cause has not been identified. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported during the implant of an intraocular lens (iol) using a preloaded delivery system, the lens only delivered halfway out of the injector. More power was needed to push the lens out. There was patient contact but no reported patient impact. A backup lens was used to complete the procedure. Additional information was requested.